Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range (oor) impedances of greater than 2000 ohms, loss of capture (loc) and was believed to be fractured. As a result the lead was surgically abandoned and successfully replaced.